Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event and confirmed prostate specific antigen (psa) running abnormally low results by running quality control (qc). The fse replaced main arm sampling syringe pump, cleaned and primed bf probes, verified temperatures were within specification, and confirmed the bf syringe was dispensing properly. The fse also cleaned detector lens, cleaned and verified the substrate heater dispenser was dispensing correctly, and verified communication between the computer and analyzer by connecting the analyzer directly to the computer bypassing the hub. The fse performed psa precision testing multiple times and all qc levels, and results were acceptable. As for the intermittent computer shutting down in the middle of the run, the fse could not reproduce the issue as it was intermittent. The customer will continue to monitor the computer for intermittent communication issues. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint lot history review for similar complaints was performed for lot number f912822 from 14apr2025 through aware date 14may2026. There were two (2) similar complaints identified during the search period, including this case. A 13-month complaint lot history review for similar complaints was performed for lot number f312808 from 14apr2025 through aware date 14may2026. There were three (3) similar complaints identified during the search period, including this case. A 13-month complaint lot history review for similar complaints was performed for biorad lot number 94990 from 14apr2025 through aware date 14may2026. There were no similar complaints identified during the search period, including this case. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for ¿computer shut down in the middle of a run¿ on the aia-2000 analyzer from 14apr2025 through aware date 14may2026. There were twenty-one (21) similar complaints identified during the searched period, including this case. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for ¿prostate specific antigen (psa) level 1 quality control (qc) fluctuating¿ on the aia-2000 analyzer from (B)(6) 2025 through aware date 14may2026. There were seven (7) similar complaints identified during the searched period, including this case. The st pa, analyte application manual states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: ¿ after calibration, two levels of controls are run in order to accept the calibration curve. ¿ the two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). ¿ after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Prostate specific antigen rev-0025263-1119 lbl-00063 [1] 9 standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event was due to faulty sample syringe pump and cause not established for intermittent computer software problems.

Event description:
A customer reported intermittent ¿computer software problem and prostate specific antigen (psa) level 1 quality control (qc) fluctuating¿ on the aia-2000 analyzer. The computer shut down in the middle of the run while using biorad lot # 94990, tosoh test cup lot f312808, and f912822. The customer also runs calibrations daily to get the qc in control. The technical support specialist (tss) instructed the customer to perform a decontamination but was unable to decontaminate due to the computer shutting down. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.